Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device cable was jumping from start to end. The blade turned but not in a steady rotation, it jerked. The procedure was completed with the device and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate, and the drive cable kept twisting during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended.